Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Based on the investigation, it was found that the system did not assert a hypo alert as the low glucose alert threshold was not crossed. Post the hypo event, further analysis was performed, and it was recommended to explant the sensor due to continued variation in the optical channel measurements. An return material authorization (RMA) was issued but since the RMA was not received, further investigation could not be performed.

Event description:
Senseonics was made aware of an instance where the patient experienced hypoglycemia event. User alleges that the eversense reports different values compared to that of glucose meter.